Manufacturer narrative:
Event summary: as reported, during the treatment of post partum hemorrhage (pph) using a cook bakri postpartum balloon with rapid instillation components, the device was leaking. The device was placed transabdominally, after which the incision was sutured and the device inflated. The leak was then discovered. The operator removed the device and replaced it with another one to achieve hemostasis. The patient lost 800ml of blood prior to the placement of the device and 900ml after device placement. No tools came into contact with the device. No adverse effects have been reported due to the alleged malfunction. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection of the device were conducted during the investigation. One bakri postpartum balloon catheter was returned for investigation in a in prior to use condition. The stopcock was attached to the inflation line. A function test was performed by inflating the balloon with tap water. A leak was confirmed in the balloon. Under magnification, grasper marks from an unknown instrument are visible on the balloon material near the leak. A document-based investigation evaluation was also performed. No related non-conformances were recorded, and no other lot-related complaints have been received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions which state, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook has concluded that the most probable cause of the puncture could not be determined. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information received (B)(6) 2020. The device was placed transabdominally, after which the incision was sutured and the device inflated. The patient lost 800ml of blood prior to the placement of the device and 900ml after device placement. No tools came into contact with the device.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Name and address: phone: (B)(6). Occupation: other non-healthcare professional: agent. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during the treatment of post partum hemorrhage (pph) using a cook bakri postpartum balloon with rapid instillation components, the operator placed the device into position, began inflation, but then noted the device was leaking. The operator removed the device and replaced it with another one to achieve hemostasis. No adverse effects have been reported due to the alleged malfunction.